Manufacturer narrative:
Product analysis #(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ tna product number: ps300-002 lot number: 0209763724 expiration date: 2018-06-28 quantity returned: (B)(4) testing performed: device packaging inspection: -(B)(4) returned plasmablade¿ tna ¿ adenoid tip received inside a (B)(4) shipper box with packing peanuts to fill the negative space and within a single biohazard bag and then within a single plastic bag (B)(4). -no original packaging was returned; therefore, it is neither possible to confirm the device information against the information listed within (B)(4) nor confirm the device sent back as the reported complaint device. -no paperwork was provided. Device visual inspection: -device handle was not retuned with the tna adenoid tip. -all components are not in place as the tna adenoid tip was the only portion of the device that was returned for complaint investigation. Tna adenoid tip is used with excessive eschar and tissue build-up on the electrode wire and electrode housing as well as the electrode housing exhibits melting. Functional inspection: no functional inspection was performed as the reported complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0209763724 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in (B)(4) was confirmed in the laboratory environment. The returned plasmablade¿ tna adenoid tip reveals evidence of electrode fracture and melting of the tip housing. This complaint has been seen in the past and been addressed through a situation analysis (B)(4). A CAPA - (B)(4) is currently open as well to address this issue. This complaint will continue to be monitored through (B)(4). As stated in the complaint description ¿when doctor went to use cleaning brush to clean the adenoid tip, the wire detached from one side of the housing¿ which likely caused the adenoid tip wire to fracture from fatigue during cleaning utilizing the cleaning brush. Customers are trained for proper use and care of the device prior to use and apply specifically as listed below. 70-10-1447 rev. A ¿ peak plasmablade® tna ¿ IFU: -device description: the peak plasmablade® tna is a single-use, monopolar rf device. It consists of a single handpiece and two inter changeable electrode tips; one for tonsils and one for adenoids. The handpiece connects to the pulsar ® generator and may be operated with the integrated hand switch or the pulsar® footswitch. The tonsil tip features a bendable midsection and a curved and tapered blade with an opening in the center to allow for the evacuation of smoke and fluids. The adenoid tip consists of an electrode housed in a plastic tip with a bendable suction lumen that allows for the evacuation of tissue, fluids, and smoke. Both tips connect to the suction shaft of the handpiece. -device indications: -the peak plasmablade tna device is only indicated for cutting and coagulation of soft tissue during otolaryngology - ent - surgery including adenoidectomy and tonsillectomy (pharyngeal, tubal, and palatine). -precautions: -take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. -take care when cleaning around the adenoid wire electrode, as excessive force may cause damage or breakage. -use the lowest power setting and the shortest activation time possible to achieve the desired end effect. -unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance, including reduced or clogged suction. -do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. -the adenoid tip can be rotated in any direction. Use finger force to bend the tip to a maximum of 60° from the suction shaft. Bend the tip only in the direction perpendicular to the suction opening. Excessive bending may compromise performance and cause device failure, resulting in patient or user injury. -the adenoid tip can be cleaned using the cleaning brush by gently brushing the eschar off the electrode from the front. Take care when cleaning around the wire electrode as excessive force may cause damage or breakage. Patient information incomplete and missing patient information unable to be obtained as customer contact refused to provide requested information. (B)(4).

Event description:
When using the cleaning brush to clean the adenoid tip, the wire detached from one side of the housing.